Event description:
The user stated they had been having issues with results for tumor marker assays on the e2010. The user provided two examples where they would report a result, the doctor would complain and they would retest the same serum sample with a different result. The initial alpha-fetoprotein result was 2.7 ng per ml, repeat result on (B) (6) 2009 was 11.5 ng per ml. The pt was not adversely affected.

Event description:
The user stated they had been having issues with results for tumor marker assays on the e2010. The user provided two examples where they would report a result, the doctor would complain and they would retest the same serum sample with a different result. Cancer pt, was the second specimen in a series of intra operative samples for pth. The initial result was 15.49 pg per ml, repeat result was 121.8 pg per ml from the same aliquot as the initial and 137.0 pg per ml from the primary tube. The pt was not adversely affected.

Manufacturer narrative:
The field service representative determined there was a pinched tube on the reagent pipettor and repaired the tubing. To verify the analyzer operation, he ran performance tests.

Manufacturer narrative:
The field service representative determined there was a pinched tube on the reagent pipettor and repaired the tubing. To verify the analyzer operation, he ran performance tests.